Manufacturer narrative:
H3/h6: the system was serviced in the field and the camera was replaced. Codes b01, c08, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Change to concomitant product ID - 9735821 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9733437r (lot number: p901568); product type: ; implant date n/a; explant date n/a. H3, h6) the product ID 9733437r (lot number: p901568) was returned to the manufacturer and analysis confirmed the reported event. The returned positioning sensor unit (psu) had scratches on the housing and lenses. One of the four mounts on the back of the housing had a damaged helicoil. A check of the event log showed intermittent firmware incompatibility dating back to may of 2019, and intermittent illuminator current low dating back to december of 2019. There was also a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .523 millimeters (mm) with a passing threshold of .250mm. Codes b01, c02, c07, c08, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A05 captures the amber light and a1102 captures the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they booted up the system it stated 'localizer faulted' and the camera had a amber light. Technical services had the manufacturer representative (rep) open "ndi toolbox" and there was a bump detected, storage temp exceeded = erroneous. There was no patient involvement.